Manufacturer narrative:
(B)(4). Batch # n90c30. The analysis results found that the el5ml device was received with the shaft broken. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 13 clips were found inside track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the surgeon used the device to close a branch of the epigastric vessel. After placing the device on the vessel, the surgeon squeezed the handle to fire the clip. During the firing process, a noise of breaking was heard and a part of the jaw disconnected and dropped in the abdominal cavity. The jaws of the device locked and couldn't be opened. The surgeon clamped the vessel and pulled back the stocked device. The surgeon identified the disconnected part and removed it out of the abdominal cavity. The procedure ended successfully with same like product. There were no adverse consequences for the patient reported. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2016. Additional information was requested and the following was obtained: on the synergy form you have answered the question "is it a potential adverse event?" With yes. Was there any patient consequence as a result of the event? If yes, please provide further detail. There wasn¿t any complications after the operation.